Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. Additional information was received that the reason for the patients revision was due to having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed per hospital policy.